Event description:
A hospital technician reported an incident to a ge field engineer at the customer site involving an injury sustained by a pt at the end of an x-ray exam. During this time, the pt was situated on the table and connected to an intravenous (IV) pole, whose base was located in close proximity to the table base. As the technician lowered the cable, the cable's telescopic front cover contacted the IV pole's base, causing the pole to tip and contact the pt's head. The pt received a cut above her eye. The injury required treatment, including sutures. The technician indicated that there was no malfunction of the x-ray system.

Manufacturer narrative:
Based on the info in the report, there was no malfunction of the x-ray system that caused or contributed to the serious injury. No further action was required.